Event description:
A caller reported a cgm error 42 related to a g7 sensor. There was no adverse impact to the customer's blood glucose level. The technical support team provided a complete pump reset procedure and guided the caller through the process, after which the error did not reappear. They advised the caller to wait 20 minutes before starting a new sensor session, and the caller understood and complied.